Manufacturer narrative:
The insulin pump was received with operational currents within specifications and passed self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was 171 mg/dl at the time of the incident. Product will not be returned for analysis.